Event description:
It was reported that the patient experienced perceived excessive insulin delivery from the ilet during usual meals, leading the patient to use the ¿less than¿ option for meal announcements and to request a factory reset with the user's blood glucose reported as low as 40 mg/dl and as high as 400 mg/dl. The device was synced and no alerts or alarms were reported. Investigation included review of synced device data and arrangement of additional training. Investigation of this case revealed an unclear cause for hypoglycemia, with no device alarms and no confirmed device malfunction. Symptoms included shaking/tremors associated with hypoglycemia and no symptoms reported for hyperglycemia. Outcomes included treatment with oral glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.